Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwacth will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during spaceoar placement procedure performed on (B)(6) 2022. The procedure was completed under local anesthesia. Prior to the procedure the patient was administered betadine preparation, lidocaine with epinephrine, local freezing, and ativan. After the spaceoar procedure the patient experienced an allergic reaction. The patient experienced itching and a red, raised trunk rash spreading from arms to legs. The patient was treated with benadryl and medrol intravenous (IV) followed by benadryl and medrol oral prescriptions. The patient outcome was reported to be fully resolved 24 hours after the event.